Event description:
It was reported the patient underwent left total hip arthroplasty in 1996. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. The stem, modular head, and acetabular liner were removed and replaced.

Event description:
It was reported the patient underwent left total hip arthroplasty in 1996. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. Review of the radiographs revealed possible poly wear. The stem, modular head, and acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.